Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4). Per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms and morbidly obese patients. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: infection.

Event description:
On (B)(6) 2008, the patient was emergently implanted with three gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed an infection and fluid around the previously implanted grafts. On (B)(6) 2011, the gore excluder aaa endoprostheses were explanted due to the infection. The patient also had an axillobifemoral bypass procedure to revascularize his leg. The physician is unclear as to where the infection originated but stated it may have originated from the ruptured aneurysm that was treated on (B)(6), 2008. The patient tolerated the procedure.